Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the balloon burst. It was reported that no piece of the balloon was detached into the patient. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.